Event description:
Caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer planned to call back to reset the pump and was waiting for a new sensor to replace the expired one. Additionally, the customer needed to upload the pump data due to a battery issue and complete a software update for the pump afterward. Upon customer follow up customer successfully completed upload and cts will attach screenshot displaying 226% battery depletion. Cts also assisted customer with successfully updating pump sw and clearing cgm error.